Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during video-assisted thoracic surgery procedure on (B)(6) 2023 when it was reported ¿the trocar was broken during the surgery. Scheduled surgery time 3 hours the planned surgery time for abdominal manipulation was 5 hours. Five hours after the surgery started, it was discovered that the tip of the trocar was broken. The pneumoperitoneum pressure is chest operation: 8, abdomen operation: 10 the doctor recalled that when the air-seal trocar was inserted, the insertion site was too shallow and when re-inserted it could have made contact with the ribs. A broken piece was found on the chest side. No rib injuries were observed. Broken piece found was recovered using forceps.". The procedure was completed with the use of the same alternate device. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported event of ¿trocar broken during surgery¿ is confirmed. Received one ias12-100lpi in original opened package. Lot number was able to be verified. Performed a visual inspection, the complaint was confirmed. The tip of the trocar was chipped. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A 2 year lot history review shows a total of 5 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 93 complaints, regarding 96 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established. Ensure that the patient is properly positioned so that organs are away from the penetration site. Direct the airseal access port¿s tip away from significant vessels and organs. Do not use excessive downward force. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
Conmed japan reported on behalf of the customer that the ias12-100lpi, airseal 12/100mm lpi port device was being used during video-assisted thoracic surgery procedure on (B)(6) 2023 when it was reported ¿the trocar was broken during the surgery. Scheduled surgery time 3 hours the planned surgery time for abdominal manipulation was 5 hours. Five hours after the surgery started, it was discovered that the tip of the trocar was broken. The pneumoperitoneum pressure is chest operation: 8, abdomen operation: 10 the doctor recalled that when the air-seal trocar was inserted, the insertion site was too shallow and when re-inserted it could have made contact with the ribs. A broken piece was found on the chest side. No rib injuries were observed. Broken piece found was recovered using forceps." The procedure was completed with the use of the same alternate device. There was no report of injury, medical/surgical intervention or extended hospitalization required for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.